Manufacturer narrative:
This issue will be trended and monitored in a medtronic hardware anomaly tracking database.

Manufacturer narrative:
Patient weight not made available from the site. Return requested. Replacement battery lead acid 24v 34w shipped to site 09/25/2015. Medtronic investigation of returned suspect battery lead acid 24v 34w finds that, as received, cells measure 26.2vdc no load. Batteries unable to provide back-up power. Begin re-charging. Initial charging current .6 and quickly drops to .3 and lower. Cells unable to accept/hold a charge. Electrical failure - battery will not hold charge. On 09/25/2015 a medtronic representative, following-up at the site, reported that when the navigation system shut-down, it lost power completely. Both monitors went completely black. In trouble-shooting, the medtronic representative and when the navigation system was unplugged, it would beep for a few seconds and then shut-down. If the power cord was manipulated in the outlet, the navigation system would shut-down immediately. When the medtronic representative tripped over the cord and pulled it out suddenly, the navigation system shut-down immediately. On 09/28/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 10/16/2015 a medtronic representative, following-up at the site, reported a different navigation system was used to complete the procedure. The battery and ups were replaced on the affected navigation system. Issue resolved. No further issues have been reported.

Event description:
A site registered nurse (rn) reported that, while in a cranial tumor resection procedure, their navigation system unexpectedly shut-down two times. The navigation system was plugged in over night and was plugged in during each shut-down. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 15 minutes. No further details were provided as the rn abruptly ended the call. There was no impact on patient outcome.